Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had irritation at the pod's site while wearing the device between 49 and 71 hours on the arm. The patient made a video call with their doctor and was prescribed antibiotics to take for 10 days (prescription name not provided). Device was discarded.